Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who had a 300cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture post procedure. As a result, left capsulotomy and replacement with a new 300cc mentor memorygel breast implant was performed on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9355316 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).